Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 490 mg/dl and treated with manual injection. Customer reported that they are unable to exit the preparing to prime loop. Advise customer to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advise customer the insulin pump will need to be replaced. Advise customer to revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.